Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 20628652. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and frequent implantable pulse generator (ipg) charging. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.